Event description:
It was reported that a vns patient had presented several adverse events: hoarse voice, inability to talk during stimulation, gasps for breath at the end of each stimulation, poor quality of life, reclusive, no social life/relationship/job. It was reported that the events started in 2014 after replacement surgery. Additional information was received indicating that those events were considered as serious because they impacted the patient's quality of life. It was reported that the events were solved after the modification of the device settings; now there is a better seizure control and better quality of life. It was reported that no patient history of the events prior to vns implantation, and no medication changes occurred that could cause or contribute to the event. System diagnostics were reported to return normal impedance results with impedance value of 2907 ohms. The output current was programmed at 1.75ma. Review of manufacturing records confirmed that both, the generator and the lead passed, all functional tests prior to distribution. No additional relevant information was provided to date.